Event description:
It was reported that double beep with no cassette was experienced during testing /bench test. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with signs of fluid ingression and with the top rear label missing. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated during functional test. It was discovered that fluid ingression found on the downstream sensor was the cause of the double beep - no cassette attached error. For corrective action, it was recommended that the downstream sensor to be replaced. The root cause was unknown. The product is beyond 19 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: correction: d4: model number: 6400.